Event description:
It was reported that during an atrial fibrillation (af) ablation procedure using the medtronic affera system, loss of capture on both leads resulting in asystole was observed. The impedance > 3000 ohms. This incident led to a cardiorespiratory arrest and post¿cardiac arrest acute pulmonary edema. The procedure caused damage to the defibrillator and the leads. The patient was readmitted the following day for replacement with devices from a competing manufacturer.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.